Event description:
It was reported that a patient presented remotely via merlin.net. The patient's pacemaker (pm) had premature battery depletion. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout procedure.